Event description:
Pt presented in 9/96 with recurrent deformity, instability of middle joints, and clinical evidence of fracturing and instability. Silastic pip joints of the left long and index fingers were removed and replaced on 11/12/96.